Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was not implanted due to high defibrillation thresholds. A high energy device was implanted without further complications.